Event description:
(B)(4). I've been having constant pain in my lower back that won't go away. The pain shoots around through my sides. I'm having muscle spasm on the left side of my back. Inflammation in my back. I went to ER visit and now still seeing doctors for the next step. I experience heavy bleeding during my cycles, pain in my pelvic area sometimes feels like your ripping our inside out when you stand up. Terrible headaches. To scared to see what the outcome is going to be.